Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2018. Revised on (B)(6) 2024 due to infection. All components revised with the evolution revision system. Australia-(B)(4).